Event description:
On (B) (6) 2009, postop total knee replacement with insertion of drain. Two days later (B) (6),surgeon removed drain, one of two tails of the medium femoral drain broke in the knee underneath the skin refracting into the knee thus indicating need for return to surgery. On (B) (6) 2009, a right knee arthrotomy for removal of retained drain with irrigation and debridement of wound. Add'l date of report: 03/01/2010.